Event description:
Sorin group received a report that s5 double head pump was recording erratic cardioplegia volumes and a communications error was also being displayed. There was no report of patient injury.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 double head pump was recording erratic cardioplegia volumes and a communications error was also being displayed. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.